Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an epicardial lead exhibited t-wave oversensing (twos) evidenced by a spike on a holter monitor electrocardiogram (ECG). The sensitivity of lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.